Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a versacross connect for faradrive was selected for use during an atrial fibrillation (a fib) procedure. After going transeptal with faradrive plus versacross connect physician went to introduce farawave as usual and noted bubbles in sheath as he was aspirating with the farawave in. Faradrive sheath aspirated air once farawave was inserted after crossing into left atrium with versacross connect. New sheath was opened to complete procedure with no further issues. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device passed visual inspection, as no sharp edges at distal tip were noted. Next, the device passed dimensional test, as maximum shaft outer diameter were found to be within specifications. The reported allegations are not confirmed as the returned device (dilator) showed no signs that could confirm the leakage. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that a versacross connect for faradrive was selected for use during an atrial fibrillation (a fib) procedure. After going transeptal with faradrive plus versacross connect physician went to introduce farawave as usual and noted bubbles in sheath as he was aspirating with the farawave in. Faradrive sheath aspirated air once farawave was inserted after crossing into left atrium with versacross connect. New sheath was opened to complete procedure with no further issues. No patient complications occurred. The device is expected to be returned.